Event description:
It was reported that a yukon oct spinal system polyaxial screw fractured intra-operatively. Surgery was successfully completed with a 30-minute surgical delay.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis were unable to be performed since the device was not available for investigation. A review of the device and complaint history records could not be performed as a valid lot code was not identified. Based on the available information, it appears that the screw head may have fractured off from the screw shank due to excessive torsional and/or cantilever-bending forces. Ultimately, however, these potential failure modes could not be properly evaluated since the implant was not able to be inspected. As a result, the alleged failure mode could not be confirmed, and no root cause for the issue was able to be determined.

Manufacturer narrative:
Not returned.

Event description:
It was reported that a yukon oct spinal system polyaxial screw fractured intra-operatively. Surgery was successfully completed with a 30-minute surgical delay.